Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified one other incident from this lot. The reported patient effect of dissection is listed in the xience expedition 48 everolimus eluting coronary stent system instructions for use as a potential adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. Pre-dilatation was performed with an unspecified 2x10 semi compliant balloon. Through radial access, a 3.5x48mm xience expedition stent was implanted at 16 atmospheres. Post implant fluoroscopy showed a proximal edge dissection. Another xience expedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.